Event description:
Hospital reports that the surgeon while performing the procedure indicated that the catheter broke off. He indicated he was not in any way pulling the catheter back through the needle. They then opened a 2nd tray, same lot number and the catheter was defective and just "crumbled". They have left the catheter in the patient intentionally because it posed too much of a risk to the patient to go in and remove it. Still however, a risk of infection.

Manufacturer narrative:
Unfortunately, no samples were returned for evaluation, therefore, the exact cause for the reported issue can not be determined. A device history review, raw material history files and the sterilization batch records for the listed manufacturing lot showed no recorded quality problems or rejections related to this issue. The information from this incident has been added to the quality system data for trending purposes.